Manufacturer narrative:
Additional narrative: device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as apr 14, 2016. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. The device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during a cortical mastoidectomy surgical procedure, it was discovered that two burr devices seemed to jump while drilling. The reporter stated that it was very dangerous next to delicate neuro tissue and blood vessels. The devices were used together with the attachment device and motor device. According to the reporter, the issue was worse at the start of the procedure; however, it got better as the bone got softer. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.